Event description:
A patient underwent a lifestent procedure for unknown medical condition, it was further reported that the deployed stent was an expired stent. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided. The date of the stent placement was not reported, so it was not known if and for how long the expiration date was over due. There was no report of poor labeling. Review of production retain label was performed, and the label was found to be correctly printed, and the expiry date was clearly readable. It was not known when the stent was placed, and the product expired march 12, 2024. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'carefully inspect the pouch for damage to the sterile barrier. Do not use the device after the use by date specified on the label.' H10: g3, g4. H11: d4 (unique identifier (UDI) #), h6 (method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a lifestent procedure for unknown medical condition, it was further reported that the deployed stent was an expired stent. The current status of the patient is unknown.